Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Event description:
It was reported that the patient was pre-operatively diagnosed with recurrent herniation, left l5-s1 disc and underwent the following procedure: re-opening, left l5-s1 laminectomies- discectomy. L5-s1 360-degree fusion using cage interbody anteriorly and (percutaneous) pedicle screw-rod fixation posteriorly. Bone grafting using autologous bone plus rh-bmp2 bone graft plus putty. Monitoring of fluoroscopy. Patient tolerated the procedure well without any intraoperative complications.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although, it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.